Event description:
On (B)(6)2024 I underwent a left thoracotomy with upper lobe lobectomy at (B)(6). Unfortunately, as a result of this surgery I sustained a chylothorax. I was transferred to (B)(6) facility, where I underwent another surgery, via the same surgical site, in an attempt to locate and seal the damaged, leaking lymph system. Once the damaged lymph sites were identified, surgical staples were employed. Several months later, on approximately (B)(6) 2024 I coughed up a surgical staple. I showed it to my surgeon who confirmed it was a surgical staple. I requested the name of the manufacturer, and the sku number associated with this device: manufacturer: medtronic sku: egia45amt, so the event could be reported to the FDA. To my knowledge, this is the only staple I coughed up, but on several occasions, prior to the one being reported, in the middle of the night, I experienced prolonged violent coughing spasms. Unfortunately, on those occasions I did not use a tissue, just swallowed the mucus, so it's possible that on those occasions I may have coughed up other staples and subsequently just expelled them unknowingly via my gi tract.